Event description:
It was reported that: the catheter was dysfunctional. The extension lines (artery + vein lines) kept being folded (sticking together) despite clamps being opened. As soon as the dialysis machine was set into lines suction mode, the lines folded (stick together) at the level of the clamp. Associated to (B)(4) this complaint covers the incidents without details.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "examine catheter and extension lines before and after each treatment for any signs of damage". The IFU also states, "do not clamp tubing repeatedly in the same place. Doing so may weaken the tubing". The IFU also states, "avoid clamping near luer-lock fittings". A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the catheter was dysfunctional. The extension lines (artery + vein lines) kept being folded (sticking together) despite clamps being opened. As soon as the dialysis machine was set into lines suction mode, the lines folded (stick together) at the level of the clamp. Associated to (B)(4) this complaint covers the incidents without details.